Event description:
It was reported that the customer had unresponsive buttons on the insulin pump. The blood glucose level was 131 mg/dl. Troubleshooting was performed but insulin pump will be returned. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.